Event description:
Customer's mother called stating that customer has received a button error alarm. Customer's blood glucose was not given. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump had no button error alarm noted. Down arrow button did not respond due to corroded keypad traces. Insulin pump received with cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.